Event description:
It was reported by the clinician that event involved a labor and delivery insertion. The epidural needle was inserted and when they attempted to disconnect the loss of resistance syringe, it would not detach. As a result, the needle and syringe were removed as one, and new kit was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.